Manufacturer narrative:
Investigation results completed on a smiths medical medfusion pump. Device physical condition revealed crack on the right plunger case. The complaint was verified in event log and upon evaluation testing, base not responding at power up was not duplicated. When charging battery alarm super cap post error was received upon power up. This was then isolated to replacing the main board. A summary of maintenance repairs, includes replacing cracked right plunger case, cleaned and greased along with calibrated the device. The device passed all functional and delivery pm testing. Unknown cause of event.

Event description:
Information received a smiths medical medfusion syringe pump base as not responding and super cap post alarm occurred. No patient involvement was reported.